Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and a broken shaft was presented on (B)(6) 2023. This resulted in leakage and site infection. This required an ed and antibiotics.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However a corrective and preventive action has been initiated to address the reported issue. If a sample is received at a later date, this complaint will be reopened for further investigation.